Manufacturer narrative:
The customer report that the needleless connector disconnected and leaked was not confirmed. Visual inspection showed no anomalies. Functional and pressure testing showed no anomalies. The maxzero connector's male end was also noted to be within specification when inspected with a go/no go iso gauge. The root cause of the customer's report could not be identified.

Event description:
It was reported that in the leukemia department, the patient notified the nurse at 0500 when he discovered the needleless connector that had been in use for 11 hours disconnected from the PICC line and leaked during a blinatumomab infusion. There was 138.7 ml remaining in the bag to be infused. A second dose was prepared therefore delaying treatment. The customer states there was no patient injury or medical intervention required.

Manufacturer narrative:
Concomitant medical products: 250ml b braun bag, ndc# 0264-7800-20, lot j8p20,3 exp: 11/2020, 0.9% sodium chloride injection, non-bd spike adapter, spiros adapter; PICC line. The affected product has been received but the investigation has not yet begun. A follow up report will be submitted once the failure investigation has been completed. Patient age and dob was requested but not provided, however the customer stated the patient was an adult male.

Event description:
It was reported that in the leukemia department, the patient notified the nurse at 0500 when he discovered the needleless connector that had been in use for 11 hours disconnected from the PICC line and leaked during a blinatumomab infusion. There was 138.7 ml remaining in the bag to be infused. A second dose was prepared therefore delaying treatment. The customer states there was no patient injury or medical intervention required.